Event description:
Treatment of an aneurysm. It was reported that both coils did not detach during procedure and were removed from the patient.no patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded.model# and lot# of other coil involved:model# qc-3-4-helix, lot: 9451823 - dom: 6/7/2011 - exp: 6/1/2014.(B)(4).